Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed low battery alarm and weak battery alarm after battery change. Customer's blood glucose was 132 mg/dl. During troubleshooting, device alarmed bad battery alarm. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
It was reported by the customer that he continues to have issues with the battery. The customer states that he replaced two batteries within the last 6 to 7 days. Reviewed battery indicator to confirm low battery alarm. The customer's blood glucose 134 mg/dl. The customer received a replacement battery cap november 2016. The customer was advised the insulin pump will need to be replaced. The customer was advised to refer to back-up plan, per health care professional's instructions.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. No weak battery alarm and no low battery alert noted during testing. The device had a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.